Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2014.